Event description:
It was reported that contact 3 had high impedances during the stage two implant procedure. It was stated that a lead end cap was used in the stage one procedure. It was stated that this was a "brand new implant". Impedances were c-0 = 908 ohms, c-1 = 798 ohms, c-2 = 778 ohms, and c-3 = 3600 and 235 ohms. It was stated that the reporter did not see any twisting, rotating, or turning of the lead end cap connector block. It was stated that they were going to wait and see if stimulation changed on c-3. It was noted that they did not need to use contact #3 for therapy. Two days later it was reported that no other diagnostics were performed. The cause of the high impedance was not determined. The high impedance value did not resolve and no interventions were planned or taken. Further information has been requested, but was not received as of the date of this report.

Event description:
Additional information indicated that no further troubleshooting had been performed. It was stated that the high impedances had not resolved but the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).